Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02685. It was reported that patient experienced a lost of effective therapy while exercising. Diagnostic testing was ordered and revealed high impedance on all contacts. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue. The patient also being referred out for paddle.